Event description:
The customer reported that spectrum pump serial number (B)(4) failed the downstream occlusion test after being received back from baxter from a previous repair. It was reported that the pump alarmed at 21 psi on medium and 29 psi on the high setting. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been returned to baxter for eval. The investigation is not complete at this time. A supplemental report will be submitted once the investigation is complete.